Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the pulmonary parenchyma was being detached during a laparoscopic radical resection of pulmonary carcinoma, the surgeon was able to press the green button but the stapler did not fire. The device was replaced. There was no patient injury.